Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had alarmed no delivery three times. The customer was unable to perform troubleshooting for the issue because she had already cleared the alarm. Advised customer to do a complete set change as soon as possible. Advised customer to call back if the alarm recurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.